Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, missing retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the top of the reservoir compartment snapped off. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.